Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with a recorded blood glucose of 352 mg/dl and rising while using the ilet system; troubleshooting with the agent included checking for external insulin leakage, confirming dry infusion site, and performing a fill tubing with immediate drops observed, with concern for a bent cannula and no back-up therapy available at the time. Symptoms included elevated blood glucose. Outcomes included temporary impairment due to elevated glucose outside the target range for approximately two hours without medical intervention. Investigation included customer interview and guided troubleshooting of the infusion set and tubing. Investigation of this case revealed no external leakage and successful priming, with the possibility of infusion failure due to a bent cannula remaining unconfirmed. It was concluded that the cause of the hyperglycemia was unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.